Event description:
Information was received from a patient (pt) regarding an external device.  The reason for call was pt reported that they were having issues with charging their implant (ins); pt added that for a couple of months now, they were seeing the no device message and increased ins charge duration. Pt reported ins was currently charged to 100% and described seeing excellent charge quality and then no device found. Pt reported the area where the recharger cord meets the paddle was loose. Agent sent request to repair to replace recharger. Pt mentioned having hip surgery last june and also mentioned upcoming hcp appointment in october. No symptoms were reported. The patient (pt) called back stating they got a new rtm (recharger telemetry module) but still had issues recharging the implantable neurostimulator (ins). The pt was having a hard time finding the device. Today their ins battery was completely empty in charge, pt could tell their ins was out of charge because they had radiating pain down their leg. Pt was in a continuous look of checking recharge quality and to position the recharger. Pt was constantly getting poor recharge quality and no device found. They reset the controller every time they try to charge but still had issues. Pt mentioned that they had hip replacement since june. During call pt blew into the controller charging port. Pt removed the controller battery and plugged the controller into the ac power supply; pt verified the controller turned on. Pt put the battery back into the controller and verified the controller was charging. Pt then attempted to recharge the ins and they got no device found over and over. Agent closed case. Additional information was received from the patient. The patient stated that they received replacement recharger and controller but still weren't able to connect to implantable neurostimulator (ins). The patient sat for 4 hours with equipment on sunday attempting to charge but kept seeing antenna locate screen. Caller stated today they interrogated ins with tablet without issue and ins was at 100%. Caller was unable to connect to ins with patient's equipment but when they used their spare equipment (controller, battery pack and recharger) it connected to ins without issue. Caller used their spare battery pack with the patient's replacement recharger and controller and this was successful to pair controller to ins, connect wirelessly and recharge ins with excellent connection. Therefore, tss requested replacement battery pack. Tss reviewed that with patient going through passive recharge sessions and unpairing/re-pairing different controllers to ins, this may have resolved the issue the patient was having with their replacement equipment and issue may not be related to battery pack but tss will still have replacement sent. While on the call, patient mentioned stimulation was too strong when they sat up. Caller stated that high impedances were seen upon interrogation today but they were able to reprogram around them. Caller will send picture of impedance values.

Manufacturer narrative:
Continuation of d10: product ID 97745bp, serial# (B)(6), product type accessory product ID 97755, serial# (B)(6), product type recharger, product ID 97745, serial# (B)(6), product type programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been updated in b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from rep that patient had turned stimulation turned up too strong and to resolve it they turned down milliamps. Stimulation being too high has been resolved. High impedances have not been resolved yet.

Event description:
Additional information received from representative that cause of the high impedances was not determined. No actions were taken to resolve the impedance issue and it was not resolved.

Manufacturer narrative:
B5 : updated with additional information medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.